Manufacturer narrative:
The cartridge with the debris was sent to a contract lab to analyze the particle. Using fourier infrared transform spectroscopy (ftir), the particle was identified to be consistent with sodium hyaluronate (naha), an ophthalmic viscoelastic device (ovd). All the components material parts of the pcb00 device were analyzed. Ovd is not part of the pcb00 device but is required to properly use the device. The particle observed on the cartridge was part of the pcb00 loading and surgery process. The claim reported of debris on the device was not verified since no debris was found. The lens was not returned it remains implanted in the eye. Manufacturing records were reviewed and the pcb00 units were manufactured within specifications. The units were released according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. The dfu cautions that the use of viscoelastics is required and recommends the use of the healon® family of viscoelastics for optimal performance. Based on the manufacturing records review, analysis of the returned sample and debris, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the intraocular lens (iol) insertion into the eye, the doctor discovered a tiny particle was left in the cartridge. The particle is still in the cartridge of the preloaded system and did not enter the eye. The lens itself remains implanted in the patient's eye. No patient injury reported.